Event description:
Reporter indicated that the cyberonics software on his vns therapy programming handheld would not properly load, and that he could only see the windows screen. Handheld was subsequently returned to MFR for analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.